Manufacturer narrative:
This MDR is related to ge healthcare (B)(4). The ge service rep replaced the interconnect cable. The system is operating as intended.

Event description:
The customer reported that both of the monitors displayed poor image quality. No pt injury was reported.